Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastrectomy, it was found that the cut end was jagged and staples were not formed properly after firing on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.